Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several error 43 and error 45 were found during device log review which confirms the reported event. The display board of the reported device was sent back to brézins for investigation. After a visual check, the display board was cross tested with a test bench. On start up it was noticed that the device had a white blue screen with red leds on which triggered a continuous alarm and could not be operated. The lcd screen seemed out of order. It was replaced in order to confirm its defect. The display was performing successfully and the device log was then checked. Error 43 and error 45 were recorded in the event log which confirms the reported event. The root cause of this issue is due to a faulty lcd display which triggered the error 43 and since the lcd voltage cannot be adjusted in this situation, the error 45 was also triggered. To our knowledge, this complaint was not linked to patient safety. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
There are no characters visible on the screen, only backlighting. The history shows error 43 & 45, both multiple times.